Event description:
It was reported that during a pph procedure, there was an incomplete staple line. Over sewed missing staple line with sutures. Put on antibiotics and admitted overnight.

Manufacturer narrative:
Info anticipated, but unavailable at this time.